Event description:
As reported, during a laparoscopic umbilical hernia repair procedure with ventralight st w/ echo ps using capsure fixation device (30 CT), it was reported that the fixation device was not firing correctly. Twenty-seven (27) fasteners were fixated successfully, but there were 3 fasteners that fixated loosely on the mesh. The 3 loose fasteners were removed. The 27 fasteners that were successfully deployed were sufficient for the size mesh, as such no additional fixation was required. The surgeon is very experienced with this product. There was no patient injury.

Manufacturer narrative:
As reported, capsure fasteners failed to fixate the mesh. The subject device is said to available but has yet to be returned for evaluation. Based on the information provided and without having the sample to evaluate at this time, no conclusions can be made. Review of manufacturing records shows product was made to specification. If/when the sample is returned a supplemental report will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.